Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-05136. It was reported (B)(6) patient experienced ineffective stimulation since the lead and anchor broke. Surgical intervention was undertaken wherein the lead and anchor were explanted and replaced. Reportedly, patient had effective stimulation post-operatively. Patient is doing fine.

Manufacturer narrative:
PMA/510(k) #: the device information was inadvertently reported incorrectly in the initial report. The device information is corrected in this report.

Event description:
Device 1 of 2: reference MFR report# 1627487-2018-05136.